Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU) in a diabetic coma. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the customer was released on 3/16/2026 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin therapy.